Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers. B3: date estimated.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, an unknown suture retrieval issue occurred with multiple prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A needle to cuff miss was found during analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the discovered needle to cuff miss and reported unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: reported device code 3190 removed.

Event description:
Subsequent to the initially filed report, the following information was received. A cuff miss [suture retrieval issue] occurred with all prostyle devices. No additional information was provided.